Event description:
A user facility has reported that the sling came undone and the resident dropped hitting her head. It was learned that this resident received medical evaluation at the hospital for contusion. After being observed, reportedly the resident was discharged to where she resides at the nursing home. No further detail is available at this time.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The age of the device is unknown. The owner's manual part number 1078984, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Invacare has contacted the user facility for additional information. If any new information is received a supplemental report will be submitted. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.